Event description:
It was reported that alarm 25 repeatedly occurred for several months and customer saw blood glucose readings showing ¿high¿ on display, though exact value was unknown. Customer gave correction boluses using pump, did not need help from others, and technical support explained that alarm indicated cartridge was removed during pumping, provided education on proper use, and advised customer to call back if issue continued.